Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they have "back into" the stimulator a couple of times. Pt stated they have run into things like door knobs/countertops and hit the stimulator. Pt stated they felt a burning sensation when the stimulator was hit and pt believes the stimulator may have moved slightly. Pt stated the first time was in the fall of 2020, maybe (B)(6) and it occurred about a month in (B)(6) as well. Pt felt the stimulator on the call and confirmed they could only feel part of the stimulator so it may be tilted. Pt stated a manufacturer's representative (rep) had checked the stimulator back in the fall and an x-ray was done to check the stimulator. The issue was not resolved.